Manufacturer narrative:
(B)(4). Concomitant medical products: lg cann screwdriver handle, cat#: 214149000 lot#: 828421, lg cann screwdriver handle, cat#: 214149000 lot#: 807134, humeral screwdriver, cat#: 281017017 lot#: 261354, 6.5mm screwdriver shaft, cat#: 281013024 lot#: a12bv4, 4.5/5.5mm screwdriver shaft, cat#: 281001015 lot#: sc1a006. The customer reported multiple malfunctions across multiple devices. However, it is unclear at this time what specific issue(s) this particular device is experiencing of the reported various problems. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-03685.

Event description:
It was reported that the driver handles are difficult to remove from their attachments/drivers, are tilted, and that the handle spins, making it difficult to use during a procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection was performed on the returned devices and confirmed the driver bits that were stuck in the a/o connect portion of the handles. The supplier investigation found that the drivers were difficult to remove due to the shafts being forced into the drivers incorrectly and causing deformation of the retaining groove on the shafts. The driver bits have ball bearing damage from hammer usage. Hardness testing was performed on all three bits and the outer diameter and flat width were measured using micrometers; dimensions were conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Based on the information available, the root cause is determined as operational context caused or contributed to the reported event. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.